Manufacturer narrative:
(B)(4). The customer reported issue is confirmed. Functional and visual inspection was performed and it was observed the sample revealed the tracheal pilot balloon detached from the inflation line. Manufacturing controls were reviewed and no non conformances were identified. We are unable to determine the cause for this specific event however; information has been added to the database and trends will continue to be monitored.

Manufacturer narrative:
(B)(4).

Event description:
The tube was pre-tested prior to use. During use the doctor noticed tha the white cuff of the endobronchial tube had broken when he changed the patient's body position. The tube was removed and replaced. There was no patient harm.